Event description:
It was reported that during a supply change the user experienced an ¿alert 38¿ indicating consecutive stalled motor, observed air in the tubing near the connector, and experienced hyperglycemia with a highest reported blood glucose of 239; the user performed a dry run, replaced all supplies connector, infusion set, and successfully resumed delivery, after which glucose stabilized. Symptoms included none reported. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of device notifications, guided troubleshooting, dry run testing, and a full supply change with successful restart. Investigation of this case revealed that the alert cleared and delivery resumed after replacement of the infusion supplies, with air observed near the connector consistent with interrupted insulin delivery and a transient motor stall condition; no additional device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.